Event description:
It was reported to boston scientific corporation that during the midureteral sling procedure using an obtryx mesh sling system, the metal fastener over the trocar broke off. The physician completed the procedure with another of the same device with no patient complications and the patient is fine.

Manufacturer narrative:
The lot number of the device used is unk; consequently the device MFR and expiration dates are unk. The complainant indicated that the device was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.